Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.